Event description:
The patient was reportedly experiencing discomfort and loud sound, and was refusing to wear the external equipment. Programming adjustments were made; however, this did not resolve the issue. The testing of the device showed that all electrode were open. Surgery to explant the patient's device will be scheduled.